Event description:
It was reported 2 hrs into a pulmonary vein isolation procedure the scrub nurse noted dripping coming from the handle of the catheter. The catheter was removed from the pt and another cool path catheter was used to continue the procedure. After 30 mins, a moderate pericardial effusion was noted. The physician immediately performed a pericardiocentesis and removed approximately 350cc of fluid from the pericardium. The pt's heart rate and bp normalized. The case was completed and the pt remained stable.

Manufacturer narrative:
Investigations have confirmed a leak in the handle of the catheter is caused by the lumen breaking at the edge of the catheter handle in the protecting tube. As pericardial effusion is a known risk associated with cardiac ablation procedures, it could not be determined if the device malfunction in this case was related to the reported event. Review of the device history records confirmed this lot met mfg requirements prior to shipment. A quality improvement project was initiated to address this issue. Date report submitted to FDA by MFR: (B)(4) 2010. Date the initial reporter provided the info to the MFR: (B)(4) 2010.